Event description:
It was reported that the insulin pump alarmed button error. Customer's current blood glucose reading is 13.0 mmol/l. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with keypad buttons unresponsive due to corrosion on the keypad traces. Found no button error alarm during testing. The device also was received with cracked case on the lcd window corners, minor scratches on lcd window, broken battery tube threads, broken reservoir tube lip, and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.